Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was noted via merlin.net transmission. Review of stored electrograms confirmed the presence of oversensing. The patient was an asymptomatic. Programming changes was recommended. Further follow up was made and obtain, no programming changes were made since no alert was received. The patient will continue to be monitored.